Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability, flipping.

Event description:
Patient reported "that they believe their implanting physician placed the wrong implant on the wrong side and the implant looked "(lopsided)." Healthcare professional later reported left side "implant had flipped." Device has been explanted and replaced.